Event description:
During pta of left subclavian the balloon broke and part of it caught on the existing stent and came off the balloon catheter, leaving a fragment of the balloon in the subclavian. Physician placed another stent inside the previous stent, sandwiching the balloon fragment so it was stable.